Event description:
It was reported by the pt and later his attorney, that he suffered from a recurrent hernia. During the recurrent hernia repair procedure, the physician noted that the currently implanted mesh had become detached and peeled into omentum. Approx 75% of the mesh was free, this was cut off and removed. Marlex mesh was used to repair the hernia.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation. Partial medical records received july 12, 2007. Details for event description along with product number and lot number became available with the receipt of this information.